Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via email of unexplained high blood glucose of 200 mg/dl to over 400 mg/dl. The customer indicated that there was a tubing issue and the set was pulled out accidentally but was able to be fixed. The customer also indicated they have a lot of insulin pens to use. No further information was provided.